Event description:
I had gastric sleeve surgery and the ethicon stapler was recalled and expired and recoded and relabeled and sold again and caused two others recalls. I lost my complete stomach spleen and lower lobe of lung. I'm suffering every single day. It was the black stapler model: ecr60t and lot: k4cg8p.